Event description:
A report was received that the patient¿s leads were exposed in the middle of his back. The patient will undergo a revision procedure.

Event description:
A report was received that the patient¿s leads were exposed in the middle of his back. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads were explanted. The patient was doing well post-operatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model#: sc-3138-35 serial #: (B)(4) description: phase iii lead extension - 35 cm it is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.